Manufacturer narrative:
The tah-t was explanted and will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient expired on (B)(6) 2019. The customer listed the cause of death as multi-organ system failure and that the tah-t did not cause or contribute to the patient death. The customer also reported that the tah was explanted and an autopsy was performed. No further information has been provided at this time.

Manufacturer narrative:
The customer did not report a device malfunction and attributed the cause of death to multi-organ system failure. The tah-t was explanted following the autopsy and returned to syncardia for evaluation. Visual inspection, valve evaluation, thrombus formation evaluation, and a stroke volume evaluation were performed during the tah-t explant analysis. No anomalies or abnormalities were observed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.